Manufacturer narrative:
Unknown manufacturer, listed as (B)(4) to meet mandatory required fields. Manufacturing site unknown, listed as (B)(4) to meet mandatory required fields. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using a bd tube, it was observed that red cells were "seeping through the gel after centrifugation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer was used for this field. The description of event or problem is corrected to "it was reported that while using an unspecified bd vacutainer® product, it was observed that red cells were seeping through the gel after centrifugation and there were elevated k levels." Device brand name updated. Common device name is updated. Summary attached was corrected to no.

Event description:
It was reported that while using an unspecified bd vacutainer® product, it was observed that red cells were seeping through the gel after centrifugation and there were elevated k levels."